Event description:
It was reported that the patient presented with an infection after surgery. The patient exhibited drainage, slow wound healing, redness, and irritation. The patient was treated with antibiotics and required surgical debridement of the wound.